Event description:
It was reported that there were speed fluctuations. The handpiece becomes hot. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update du 24-mar-2022: the problem occurred during surgery. The control unit and the shaver were replaced by the surgical staff and the surgery continued. No person was harmed. Neither the patient nor the operator.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The evaluation confirmed the reported event of "there were speed fluctuations." And attributed it to motor failure. The evaluation was not able to duplicate the reported event of "the handpiece becomes hot. ", and therefore is considered to be not confirmed.